Event description:
It was reported that the patient went to the hospital due to receiving shock caused by noise on the right ventricular lead channel. The lead also had high pacing impedance. The pace/sense portion of the lead was capped and replaced and the lead remains in use for high voltage therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A 14 ventricular non-sustained tachycardia episodes of <=210 ms occurred on (B)(6) 2012 in the timeframe between 09:16:02 and 09:22:43. 8 ventricular fibrillation episodes of <=210 ms average ventricular cycle occurred between (B)(6) 2012 03:58:06 and (B)(6) 2012 04:13:45. Ventricular short interval count v-sic=497.9 counts avg/day, in 91.63 days, between (B)(6) 2012 20:13:32 and (B)(6) 2012 11:14:55. Programmer data shows 2 right ventricular lead integrity alerts occurred on (B)(6) 2012 16:58:00 and (B)(6) 2012 04:24:59. Two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 16:58:00 and (B)(6) 2012 04:24:59. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 02:15:04. Weekly pace lead impedance trend data shows an abrupt increase for min and max rv pace = 1032 to 2208 ohms peak between (B)(6) 2012 and (B)(6) 2012.